Event description:
It was reported that the customer had been discharged from the hospital. The exact date was not provided. The customer's healthcare provider requested that the pump basal rate be adjusted. As the customer was not sure of the requested adjustment settings, tandem technical support advised the customer to discuss the basal setting with the healthcare provider. The current blood glucose was 146 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized. Although requested, the contact did not provide further information regarding the events that lead up to the hospitalization; however, reported that the problem had been solved. The customer was "fine" and pump therapy had been resumed.